Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately at 5pm on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result with the subject meter of "92 mg/dl" compared to "55 mg/dl" with a hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that 5 minutes after the start of the issue, she developed symptoms of "sweating, shaking, chills, confusion, incoherence and hunger". She denied receiving any treatment for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient was unable or unwilling to say whether her test strips had been stored correctly or whether her test strip vial was cracked or broken. The patient was also unable or unwilling to walk through a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.